Event description:
Fall 2014 - pregnant. Took morning after pill. No longer pregnant. Summer 2015 - pregnant. Took morning after pill. No longer pregnant. On or around (B)(6) 2015, hospitalized (6 days) for high fever, high white blood cell count, multiple internal abdominal organs malfunctioning, multiple tests with no conclusive outcome. On 5th day, symptoms subsided, and I left the hospital. (B)(6) 2017 - started period and quickly turned into hemorrhaging. Mid (B)(6) 2018 - 4 separate blood transfusions coupled with hospital stays. Very sick and very weak. No determination was concluded as to the blood loss. No apparent causes such as fibroids, etc. Put on a progesterone supplement to lessen bleeding. End of (B)(6) 2018 - saw dr who finally told me that the essure was more than likely making me sick. Currently (B)(6) 2018, still bleeding. Skin rashes. Very sick to my stomach. Very weak. Foggy headed. Indigestion (normally never have).